Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 3005168196-2019-01376 MFR report: 1. Section h. Box 5: labeled for single use? Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The pusher assembly landing pad was moved approximately 0.5 cm distal to its initial position on the pusher assembly. The distal end of the landing pad and pet material distal to the landing pad was wrinkled. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). The embolization coil was undamaged. Conclusions: evaluation of the returned ruby coil confirmed the reported inability to advance the device through its introducer sheath. Evaluation revealed the pusher assembly mid-joint was damaged and positioned proximal to the introducer sheath friction lock. If the mid-joint is moved proximal to the introducer sheath friction lock, resistance may be experienced during advancement. Subsequently, if the ruby coil is forcefully retracted into its introducer sheath, the pusher assembly mid-joint may become damaged. During functional testing, the ruby coil could not advance through its introducer sheath due to the damage to the mid-joint. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, a ruby coil would not advance through a non-penumbra microcatheter; therefore, it was removed. The procedure was successfully completed using another coil. There was no report of an adverse effect to the patient.